Manufacturer narrative:
(B)(4). Provides product failure investigation, analysis, and resolution for the device described in this report. The service technician tested the device in both modes and verified stops and alarms when stopped and could not find a problem. A second technician worked with the customer on the unit and also could not verify any problems with the unit. It was determined that the alarm had been set for a "soft alarm" mode. (B)(4).

Event description:
On (B)(6) 2012, (B)(6), reported that for the hl20 rpc 20-121 2-pumps console ((B)(4)) that during the use of the hl20 on a patient a technician was closing a shunt line to draw blood when the pump suddenly stopped with no audible alarm. The technician noted a "stopped" message in the lower window of the rotaflow console. An attempt was made to change to free mode with no success. A hand crank was used to continue the flow. A rotaflow from a different device was placed on the hl20 console but once the pump was initialized the technician again observed the "stopped" message. The rotary knob was set to zero and an attempt to change to free mode was unsuccessful. The pump head was then placed onto a new drive assembled, zeroed, and forward flow was established. There was no observed impact to the patient. (B)(4).